Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had battery longevity of three years remaining. In addition, patient was inquiring for recommendation to conserve battery life. As of this time, this crtd remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of device problem excluded. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of gas gauge/longevity not as expected was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had battery longevity of three years remaining. In addition, patient was inquiring for recommendation to conserve battery life. As of this time, this crtd remains in service. No adverse patient effects were reported.